Manufacturer narrative:
On 2/27/2020, it was reported to mentor that the date problem observed was on (B)(6) 2019. The date of implantation was on (B)(6) 1997. Both implants were deflated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a female caucasian patient underwent a breast augmentation revision with a mentor smooth round moderate profile 350cc and suffered from chest pain, seizure, heart attack, thyroid, night sweat, lymph node swelling, headache, panic attack, burning, vision, difficulty urinating, almost passed out, anxiety, depression, panic attack, and nausea. This medwatch is for the left breast implant.